Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: device manufactured between (B)(6) 2019 to (B)(6)2019. H10: the device was received for evaluation. A visual inspection was performed and observed dark foreign matter on the inside fill port connector and cap areas. A magnification verified a dark like residue that was confined to the inside of the fill port connector and cap areas only.the residue was removed with use of tap water from cap surface areas and shown not to be embedded.the reported condition was verified. The cause of the condition was due to a supplier manufacturing issue. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a foreign material (black particle) inside a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This issue was identified during setup and prior to patient use. There was no patient involvement. No additional information is available.